Manufacturer narrative:
Customer contact reports no patient information available. Legal manufacturer: (B)(4).

Event description:
The hospital reported loss of mechanical ventilation due to a bellows malfunction during a case. There was no patient injury.